Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders and dystonia. It was reported that the patient's implantable neurostimulator (ins) was going to be replaced with a primary cell device due to the patient having trouble charging related to a cognitive decline. A longevity estimate was performed and resulted in elective replacement indicator (eri) at 14.2 months and end of service (eos) at 17.2 months. It is unknown when the issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.